Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye noted a returned unit with twist sleeve detached from the main body. However, after positioning the twist sleeve on main body and completed functional testing, including leak testing, clear passage testing, and clamp function testing, there were no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a bigger gap between the twist sleeve and the main body, that led to detachment of the two components once they were rotated. The nurse noticed this issue before treatment at the hospital. When found, the nurse replaced the set with a new one to continue with treatment. There was no patient involvement, no patient injury or medical intervention associated with this event. No additional information was available.